Manufacturer narrative:
The associated complaint device was not returned. A visual inspection of the photo provided confirms the explant is a smith and nephew product. The stated failure could not be confirmed. It is reported that a patient required a right total hip replacement revision due to infection, approximately 2 years post primary implant. The sales representative reported "the patient postponed hip joint exposed. Frank pus visible and sent off for culture". The rep further reported the well-fixed stem, cement, cup, and screws were removed followed by a washout of the hip joint and subsequent placement of antibiotic cement spacers. Although it is reported that the explants were sent to pathology, no culture results, op notes, patient medical history, history and physical, nor any relevant clinical information were provided for inclusion in this assessment. Review of the single photo of the radiographic image shows well fixed prosthetic components. Based on a review of the provided documents, the purulent infection was likely due to the ¿exposed¿ hip joint as previously stated in the complaint. It is not clear why the patient¿s hip was exposed. No further clinical assessment is warranted at this time. A review of complaint history revealed no prior complaints for the listed lot/failure mode. A review of manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of sterilization records revealed the product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision was performed due to infection.